Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, a scratched case, pillowing keypad overlay, missing retainer, missing reservoir tube o-ring, and a broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the plastic ring was broken off of the insulin pump. The patient's blood glucose at the time of incident was 65 mg/dl. The insulin pump was returned for analysis.